Manufacturer narrative:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.

Event description:
This follow-up MDR is created to document the additional event information received for record #609112. According to the available information this inflatable device was implanted on (B)(6) 2019 and revised on (B)(6) 2020 due to a compromised pump. Additional information received from the physician education manager indicated: ¿device was found to be compromised at the top of the pump just below the deflate mechanism. Where the device is folded over you will be able to see the defect. It is just below the deflate mechanism. I would describe it as a fracture or a hole. It should become evident if they try to cycle some fluid through the pump.¿ additional information received indicated that the device was not inflating. A titan pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed a separation in the body of the pump, below the deflate mechanism. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed them to be rough and irregular, indicating stress was exerted. A separation was noted in the bladder of cylinder 1. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed them to be melted, indicating contact was made with cauterizing instrumentation. Surface abrasion was noted on all pump tubing and on the exhaust tubing of cylinder 2. No functional abnormalities were noted with cylinder 2. Based on examination of the returned product, it was concluded that the rough and irregular surfaces associated with this separation of the pump body indicates that sufficient stress was exerted to separate this site while in-vivo. A separation of this type could then allow the loss of fluid, making the device inoperable. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separation in the bladder of cylinder 1 occurred after the device packaging was opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, it was concluded that the separation most likely occurred during or after explant. This separation is not associated with the cause for failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, device was found to be compromised at the top of pump just below the deflate mechanism. It was reported "where the device is folded over you will be able to see the defect. It is just below the deflate mechanism. I would describe it as a fracture or a hole. It should become evident if they try to cycle some fluid through the pump." The device was revised.